Event description:
It was reported by the operating room dir the 511sd was used during a laparoscopy. It was reported the iliac artery was perforated during the case. The pt was converted to an open procedure to control the bleeding. The surgeon reported to the dir, the device did not "feel right" when it was used. It was reported the device was saved, but cannot be located at this time.